Manufacturer narrative:
The reported event of unacceptable capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure. During procedure, it was noted that the rv lead did not have satisfactory parameters including capture threshold parameters. The physician explanted and replaced the rv lead in the same procedure. The patient was in stable condition.